Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster and base were replaced.

Event description:
The hospital reported that the caster broke off while moving the anesthesia machine. There was no report of patient involvement.